Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. As no date of explant has been provided, it has been estimated to february 01, 2020. On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon visual inspection of the returned pictures it was observed that the implant was intact. No anomalies were observed. The photos do not provide enough evidence to determine any visible failure. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. The information the patient provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value the patient's assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had a breast augmentation revision with a mentor memorygel 325cc breast implant and underwent a unilateral device removal (side unknown) for unspecified reasons. No further information is available at this time. If additional information is received in the future, this complaint will be updated, and a supplemental report will be submitted.